Event description:
It was reported that during follow-up, episodes of vf were observed. The device aborted charge. The physician decided to disable tachy defibrillation therapy due to the patient's age. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.